Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The customer mentioned that the last airport exposure for the device was 6 months ago. Additionally, the customer's cell phone case has a cheap magnetic clasp but it's kept in the back pocket and the insulin pump is in the front pocket. A motor position encoder error alarm also occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and e70 error alarm was confirmed in the history file also unable to perform a21 error test, occlusion test and excessive no delivery test due to motor error alarms. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed. However, the operating currents are within specification and passed the rewind basic occlusion test, prime test and displacement test. The insulin pump had cracked case at the display window corner, cracked display window, stained end cap sticker and minor scratched lcd window.